Event description:
The customer reported to customer service that when she went to plug in her transformer the prongs went inside the housing. The customer also stated no injuries were sustained. When the transformer was rec'd at medela it was determined by in the qe eval that the transformer housing was breached.

Manufacturer narrative:
A replacement transformer was sent to the customer. When the transformer was rec'd at medela it was determined to be breached, which is a safety risk. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in so the voltage across the dc plug was not able to be measured. Resistance across the dc plug was measured .783m, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured open, which indicates that the thermal fuse did blow. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. See scanned page.